Manufacturer narrative:
The report that the ipg was revised due to the patient's programmer showing the ¿replace generator soon¿ message was confirmed. Analysis and a longevity calculation of the returned device confirmed the normal battery depletion was due to usage, the ipg logs show the device declared elective replacement indication (eri) and the device displayed ¿replace generator soon¿ image.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the ipg reached end of service as notification was received, and as such surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.